Event description:
I received 3 euflexxa injections, with the first one I had a red rash on my leg. I told the pa before the second injection, and she said that was one of the sides effects and continued with the shot. In the days following I had small red sores open up on the leg. Went back for 3rd injection and was told again this is not a side effect so she continued with the injection. By the next day mt legs were breaking out in red open sores, I had open mouth sores and open sores all over my head. My hair started coming out in clumps. I went to my pcp who put me on high doses of steroids and benadryl for the last 2 weeks. The head sores and the skin bruising continue. I am scheduled to see hematologist for immunological reaction on september 9th. Ref reports: mw5159303, mw5159304.